Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found a kink in the catheter body. Analysis of the implantable spinal catheter (s/n (B)(4)) found that the collet was disconnected and/or missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8784, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8782, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 3.003 mcg/day) via an implantable infusion pump. It was reported that the patient presented to the clinic on (B)(6) 2018 with fluid buildup around the pump and at the spinal incision site. The patient's chronic pain had worsened since the implant procedure on (B)(6) 2018. A computer tomography (CT) scan of the patient's abdomen and pelvis was performed on (B)(6) 2018. Fluid collection was seen at the spine and pump incision sites; the catheter and pump system appeared intact. The hcp was able to successfully aspirate fluid from the catheter access port (cap). Dye was injected into the cap and extravasation of dye was observed at the catheter/pump connection site. On an x-ray the existing pump segment of the catheter appeared to be securely attached. The hcp exposed the pump at the incision site and disconnected and reconnected the existing pump segment to the existing pump. The existing spinal catheter segment was removed and replaced. Additional information was received from a representative on (B)(6) 2018. The representative was assisting with the above mentioned catheter replacement and it was noted the hcp noticed the collets were missing from the pin connector of the new spinal section catheter. A second kit was opened and the pin connector was used from there. The catheter revision was successful with the new connector. There were no environmental, external or patient factors which led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The issue was considered resolved. No further complications were reported.